Event description:
It was reported that caller observed air bubbles in the canister. Customer primed the tubing to address the issue. The customer blood glucose (bg) level was 580 mg/dl and had ketones. The customer went to the emergency room and was treated with intravenous fluids of saline. Treatement resolved the issue and there was no permanent damage. Customer was discharged that same day.